Manufacturer narrative:
The customer has had no further issues since the last service visit on (B)(6) 2023. The investigation determined the cause of the event was due to a maintenance issue.

Event description:
The initial reporter stated, they received discrepant results for three patient samples tested with the urea assay on a cobas 8000 c702 module. Patient sample 1, initially resulted in a urea value of 0.5 accompanied by a data flag and repeated as 15.3. Patient sample 2, initially resulted in a urea value of 1.5 and repeated as 21.5. Patient sample 3, initially resulted in a urea value of 4.5 and repeated as 20.4. No units of measure were provided. No questionable results were reported outside of the laboratory. The urea reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on 20-apr-2023 and replaced and aligned the reagent probes. A hardware performance check was completed. On 26-apr-2023 the fse cleaned the light pathway and replaced the heat cut filter and lamp. Multiple instrument parts were checked. An optics check was performed and all results were within the parameters. The fse replaced the nozzle drying tips. A photometer check was performed after replacing the cells. On 27-apr-2023, the fse fitted a new gear head pump, but an issue was noted with the vacuum. On 28-apr-2023, new vacuum pump seals and valves were placed. The rinse station tubing was adjusted. The fse replaced the detergent tubing. The detergent lines were cleaned and re-primed. The photometer check and cell blank were acceptable. The customer ran qc. The investigation is ongoing.